Manufacturer narrative:
It was reported that during a c-spine fusion, the surgeon pulled the string and the neuro sponge (taken from custom surgical kit) detached inside the patient's neck. Reportedly, the surgeon does not believe that the sponge was left in the patient; however, there is "no proof that this can be 100% clarified." It was not reported whether test/s were done to determine if neuro sponge was actually left inside the patient. There was no follow up care or medical intervention reported related to the event. There was no reported impact to the patient or the procedure being performed. The patient is reportedly doing well at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A third party notification has been completed with the manufacturer of the neuro sponge involved with this event. No additional information is available. If additional information becomes available, this report will be reopened and reevaluated.

Event description:
It was reported that during a c-spine fusion, the surgeon pulled the string and the neuro sponge detached inside the patient's neck.